Event description:
Aneurx implanted in 2004 for repair of abdominal aortic aneurysm. Pt readmitted in 2009, due to detachment of proximal portion and possible graft fracture. Aneurysm enlarging and will require surgical repair. Medtronic aneurx bifurcated, iliac and cuff. Dates of use: 2004 - 2009. Diagnosis or reason for use: abdominal aortic aneurysm.